Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
As reported in 2008, this pt was implanted with a gore excluder aaa endoprosthesis trunk ipsilateral leg component. The device was deployed 4-5 cm above both renal arteries. The pt was converted to open surgical repair, the device was explanted and a surgical graft was placed. It was observed that the right common iliac was poor in condition and difficult to anastomose. While in the ICU, the pt began to hemorrhage profusely from the right common iliac. Attempted repair was performed. On the event date, the pt expired. An autopsy was not performed. The physician did not attribute the event to the device.